Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose was 500mg/dl and 480mg/dl. Customer stated that he was not getting insulin and his shirt had the insulin smell. Customer was advised to change infusion set. Insulin pump will be return for analysis.